Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the event cause was not determined. Additional reprogramming was completed. The healthcare provider was a still evaluating the sudden loss. Information was unclear regarding the sudden loss as it appeared to be a sudden loss of "ovalgerem." The patient was not recovered and the symptoms were ongoing.

Event description:
Additional information received reported that the cause of the event was not yet determined as the stimulator was off when the patient was getting spasms. The manufacturer¿s representative (rep) noted that it wasn¿t the stimulator causing the patient¿s issues. There was no issue with the stimulator being on or off or anything like that but there was speculation on what he was doing. The only intervention the rep. Did was interrogate the device and perform a little reprogramming because he said he needed better coverage in his left side and he wasn¿t getting good enough coverage in his left or right legs so they moved it around. The patient was seeing the physician on thursday.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on memorial day weekend, the patient started having issues with left leg spasms. His leg would pull up on its¿ own and his leg was full of pain and it had also begun in the right leg as well. The patient was in the hospital and they wanted to do an MRI. The patient was getting an MRI of the lumbar space and stated there may be a nerve being affected by the leads. When the implantable neurostimulator (ins) was turned on it made the patient¿s leg spasms worse and there could also possibly be stenosis. It used to be the right leg that was weak all of the time but now it was the left. The patient turned it off for a few weeks after he was discharged from the hospital and was placed in a skilled nursing center and had been there for about a week. The week of (B)(6) the manufacturer¿s representative¿s came to reprogram him and it worked for about eight minutes but then the symptoms returned. The patient stated he couldn¿t walk due to these symptoms and was having to use a walker. He denied any falls, accidents, or traumas. A CT had been performed which did not show any changes. The patient stated he understood that this may or may not be device related. The patient had an appointment scheduled for (B)(6) and they were going to attempt to reprogram him again. He had a new surgeon that he had a referral to who he was going to see for a revision if one was needed to fix what was going on.